Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Front panel is bent on the top right, tidal volume is rebounding, and wrong patient input/output fitting were found during visual inspection. Performed a peep test during functional testing and found high pressure at max peep. The cause was the grub screw inside of the sbv. The peep was calibrated. The battery(pm), sintered filter(pm), stuck vent o-ring(marketaction), battery cover(cracked), rfv(marketaction), and patient outlet fitting kit were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the peep pressure was inaccurate. There was no patient involvement and no harm/adverse event reported.